Event description:
It is reported that the device was implanted in 2008 and that the patient was revised in early 2009, due to loosening.

Manufacturer narrative:
Evaluation summary: the device was unavailable for analysis, and the device condition is unknown. The surgical notes from the primary surgery are unavailable, and it is unknown if the stem was implanted with the correct orientation and correct fit as per the surgical technique. X-ray images post-primary surgery and from successive patient visits are unavailable. The instruments used in the primary surgery are also unknown. The patient activity level is unk. Factors which may contribute to acetabular implant loosening pertaining to the m/l taper stem may be one or a combination of the following mechanisms: improper offset, misalignment of femoral stem, extent of mating connectivity between stem/head interfaces, impingement, and patient activity post-surgery. However, the exact cause for the current situation cannot be conclusively determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.